Event description:
It was reported by repair work order that the brakes on the head end and the foot end are not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.